Event description:
It was reported that the right atrial (ra) lead was intermittently under-sensing. Small p waves were also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.